Manufacturer narrative:
This report is being cancelled as duplicate to mfg report number 2249723-2024-02506. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as duplicate to mfg report number 2249723-2024-02506.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit got wet and failed. There was no harm reported.